Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2015-07484. It was reported that a guidewire tip detachment occurred. During platforming with a 1.75mm rotalink¿ burr, the tip of a rotawire elite guide wire detached. Rotaglide was used. The procedure was competed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device was returned with a rotablator device. The rotawire is fractured at 199.9 cm approx. From the proximal end. The most proximal section of the wire is kinked at 198.5 cm approx. From the proximal end. At the fractured point, the guidewire has evidence of wear due to rotation of the burr. The solder joint does not appear to have burr damage. Outer diameters are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07484. It was reported that a guidewire tip detachment occurred. During platforming with a 1.75mm rotalink burr, the tip of a rotawire elite guide wire detached. Rotaglide was used. The procedure was competed with another of the same device. No patient complications were reported.